Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker felt tired. The patient also stated that the implanted device was not placed correctly. Additional information indicated that the patient's lungs were filled with fluids, had an episode and had to go back to the hospital. The patient was given medications and the water in the patient's lungs dissipated. Boston scientific technical services (ts) referred the patient to the physician. The device remains in service. No adverse patient effects were reported.